Event description:
It was reported that during central processing, a piece of the insulation has broken off a medium-large clip applier instrument. There was no report of patient involvement or patient injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.